Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk. Unit was received with cracked case at display window corners and cracked reservoir tube lip. All currents were within specifications.

Event description:
Customer called to report she had high blood glucose of 285 mg/dl and the insulin pump is alarming motor error during the manual prime. Customer stated that her insulin pump is cracked above the display window. Nothing further was reported.